Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges did not fit securely on the pump, leading to dislodgment and leaking of the cartridge. Customer reloaded the cartridge and resumed insulin delivery. Customer blood glucose was 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had alternate therapy available.